Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the fist inflation at 7 atmospheres for 2 seconds. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.